Manufacturer narrative:
The system was examined and the reported event was replicated. The system was aligned and calibrated to address the reported event. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 23, 2005. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the system be misaligned. However, how or when the system became misaligned cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported the laser output was low during a procedure. The system was exchanged to complete the case. There was no impact to the patient.